Event description:
It was reported that the patient with this pacemaker device exhibited oversensing, noisy signals and pacing inhibition greater than 3 seconds on the right ventricular (rv) channel. The patient was dependent on this pacemaker system. Technical services (ts) recommended to adjust sensitivity and stated that the noise looked like electromagnetic interference (emi). Additional rv impedance issues and loss of capture (loc) were reported. Subsequently this pacemaker was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker device exhibited oversensing, noisy signals and pacing inhibition greater than 3 seconds on the right ventricular (rv) channel. The patient was dependent on this pacemaker system. Technical services (ts) recommended to adjust sensitivity and stated that the noise looked like electromagnetic interference (emi). Additional rv impedance issues and loss of capture (loc) were reported. Subsequently this pacemaker was explanted and successfully replaced. No additional patient adverse effects were reported.